Manufacturer narrative:
No product was returned for evaluation as no product malfunction was reported. No root cause can be determined at this time. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection" product not returned.

Event description:
Around (B)(6) 2018 patient underwent a spinal procedure. As per reporter on (B)(6) 2019 during a follow up visit a superficial wound infection with superficial breakdown of the wound with no drainage was reported. Patient was treated with medications.